Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time.most likely underlying root cause: mlc-18- user has high glucose value. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product letter to the customer. No address on file.

Event description:
Consumer reported complaint for high blood glucose test results. Son is calling on behalf of the customer. Son did not provide high blood glucose test results of concern. Son did not know the customer's expected blood glucose test result range. Son stated that due to customer obtaining high blood glucose results with the relion sk meter, he had taken customer to the hospital. Son did not remember what date that it was. Son stated the hospital had performed a blood test on the customer using their meter and then performed a blood test with the relion sk meter. Son stated the relion sk meter result was 100 mg/dl higher; son did not know what the customer's results were when at the hospital. Customer was only in the ER for a couple of hours. Hospital diagnosis was unknown and customer did not receive any medical treatment. There were no new medications suggested. No additional blood tests were performed with the relion sk meter. Son is not at home at time of call and could not provide additional information.